Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05344 and 2134265-2018-05347. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that it froze during pullback. Thus, automatic pullback failed. However, after turning off and on the ilab main switch, it was able to perform pullback. Furthermore, it froze again during cd archive a blue screen stop code ¿c2¿ bad pool caller was displayed during archive. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the product received in good condition with no visible damage or defects observed. A malware scan was completed for on the image pc and no malware was detected. The returned image pc installed into a known good ilab lme/lmr system. And booted up properly with no failures observed. The image pc passed all functional testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05344 and 2134265-2018-05347. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that it froze during pullback. Thus, automatic pullback failed. However, after turning off and on the ilab main switch, it was able to perform pullback. Furthermore, it froze again during cd archive a blue screen stop code ¿c2¿ bad pool caller was displayed during archive. No patient complications were reported.